Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water nozzle appeared to be a dark grey rubbery material but otherwise could not be identified. The root cause of the issue could not be determined, as no deformation of the device was observed that might result in the retention of foreign material and no further event information was reported or available. The event may be detected/prevented by following the instructions for use sections below: ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿. ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation was confirmed. The nozzle is clogged by a dark grey rubbery material. Foreign material cannot be removed even if the correct reprocessing is performed due to the buckling of each channel or nozzle of the gap on the insertion section or the boot. Additional findings are as follows: air and water flow issues were identified inside the nozzle. The device is clogging due to insufficient reprocessing, he bending section cover gap of adhesive glue has separated, air and water leakages or fluid invasion is due to parts becoming loose, deformed, damaged worn out or scratched, bending angulations out of specifications, and were stretched, the body control unit was damaged having abnormal noises from right left knob, the switchbox was scratched, and, the plug unit was scratched. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, when using the evis exera iii gastrointestinal videoscope, the washer had error code 101 appear (blocked air channel). It does not pass. It is unknown when the event occurred. There was no health hazard to the patient or user of the device. The subject device was subsequently evaluated by olympus. The evaluation confirmed no air or water flow. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.